Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the following: patient states waking up to a pump with no power, though they had put a brand new battery with 3 bars prior to going to bed. Patient's blood glucose (bg) was 550 with no symptoms and did not check ketones. Patient did not treat outside of normal diabetes management. Patient denies any other conditions or illnesses at that time. During troubleshooting, customer support confirmed the correct battery type was being used and the pump settings matched the battery type. This complaint is being reported as the power issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2016 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Black box shows dates from (B)(6) 2016. Bb data from date/time of complaint (B)(6) 2015 has been overwritten. Current bb shows no evidence of short battery life. The pump history shows on (B)(6) 2015 at 23:48 a replace battery alarm; the next prime was recorded at (B)(6) 2015 at 11:03. Pump powers with returned battery cap. Battery cap is able to fully tighten. Current draws measured within specifications; a battery life issue was not duplicated during investigation. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range.removed pump cover; no evidence of internal moisture or loose components identified inside the pump.